Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of their target urinary frequency and urgency symptoms two days before the report. The patient stated that there were not any programming changes before this and no falls or trauma. The patient noted that they had since tried increasing stimulation between all 4 available programs. The patient was redirected to their healthcare provider. No further complications were reported.